Event description:
The residual part of the clipped aneurysm (ateria communicans anterior should be closed with coils). The part was very small. They chose a deltaplush 2.5 mm (cpl10025430/g14783) but it was too big thus they have to re sheath it. During the retraction the coil stretched but finally it could retract. During the retraction, they did not use much force the coil immediately lengthens. The coil could be pushed straight forward in the sl10 microcatheter (details unknown). For the coiling they used the jailing technique with scepter balloon catheter (details unknown). The procedure was completed using a same like product. The product was stored according to labeling instructions.

Manufacturer narrative:
The coil was returned severely stretched, entangled, and severed into two pieces. Due to the way the coil was returned exposed and entangled inside the returned packaging, it cannot be determined how much additional post-procedural handling damage occurred to the coil. The coils fracture is ductile in nature requiring external force. No material defects were found to the severed ends. It is important to note that the coil was fully unsheathed with the resheathing tool found between the electrical connector and the proximal end of the green introducer. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. A long strand of the sheath is seen protruding outside the fractured v notch. The locking mechanism has stretching and compression damage. There are two possible contributing factors to the coil stretching, severing, and damage. These contributing factors may have occurred sequentially, however it cannot be determined if the jailing technique contributed to the coil stretching during retraction through this location as a third contributing factor as it was stated that the details are unknown in the event description. Going by sequential timing, the first contributing factor to the coil damaged may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have produced significant coil damage. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the evidence strongly suggests that the second sequential contributing factor to the coils damage may have occurred when the coil was retracted through the rotating hemostaic valve (rhv) with the green introducer proximal to the rhv. When the coil was retracted through the rhv it may have caught the rubber adjustable gasket which caused the coil to become temporarily anchored. This condition would have caused the coil to stretch and possibly sever into two pieces. If this did occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: pulling the exposed microcoil through the rhv grommet may damage the coil.¿ in addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of a residual anterior communicating artery aneurysm post clipping, the deltaplush 2.5 stretched when it was being withdrawn back into the aneurysm. The entire coil was able to be retracted from the patient. It was reported that they did not use too much force during retraction when the coil immediately lengthened. The coil was being retracted to resheath due to it being too big for the very small treatment site. A jailing technique using a scepter balloon catheter was being used for coil delivery. There was no resistance during unsheathing or advancement of the coil. The coil stretched when it was being retracted from the aneurysm into the microcatheter. It was reported that the coil did not break after removal. The coil was returned severely stretched, entangled, and severed into two pieces. Due to the way the coil was returned exposed and entangled inside the returned packaging, it cannot be determined how much additional post-procedural handling damage occurred to the coil. The coils fracture is ductile in nature requiring external force. No material defects were found to the severed ends. It is important to note that the coil was fully unsheathed with the resheathing tool found between the electrical connector and the proximal end of the green introducer. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. A long strand of the sheath is seen protruding outside the fractured v notch. The locking mechanism has stretching and compression damage. There are two possible contributing factors to the coil stretching, severing, and damage. These contributing factors may have occurred sequentially, however it cannot be determined if the jailing technique contributed to the coil stretching during retraction. Based on the analysis of the returned device and going by sequential timing, the first contributing factor to the coil damaged may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism will catch the inside of the v notch of the resheathing tool and become embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This will produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action will produce significant resistance which may cause significant coil damage. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ it is also possible that a coil stretching can occur when retracted through the rotating hemostatic valve (rhv); however, based on the report that the stretching occurred during retraction into the microcatheter and follow-up information reporting that the coil did not break after removal, the coil separation damage can be attributed to post procedural use. It is possible that interaction with the concomitant balloon used for neck remodeling or interaction with the microcatheter during retraction may have contributed to the event. The IFU cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the analysis and the available information there is no indication of any manufacturing issues related to the reported event or condition of the returned device with potential procedural factors addressed in the product labeling. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: sl10 microcatheter (details unknown), scepter balloon catheter (details unknown), new coil (details unknown).